Event description:
During the embolization procedure of the right internal thoracic artery, while advancing an orbit galaxy coil (640cf0308/(B)(4)) in an unspecified renegade microcatheter(stryker, type unknown) was stuck at the distal end of the microcatheter. Although additional force was used to push the coil, only two loops of the embolic coil exposed from the distal tip of the microcatheter. Then, it was decided to withdraw the orbit galaxy and was gently pulling it back. However, shortly after, it was noticed that the embolic coil of the orbit galaxy remained in the microcatheter tip. No detachment was attempted at that time. After that, the entire embolic coil was safely placed in the target lesion using an unspecified coil pusher and the procedure was continued with no further issues. Afterwards the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The vessel was mildly tortuous but the level of calcification was unknown. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the embolization procedure of the right internal thoracic artery, while advancing an orbit galaxy coil (B)(4) in an unspecified renegade microcatheter (stryker, type unknown) was stuck at the distal end of the microcatheter. Although additional force was used to push the coil, only two loops of the embolic coil exposed from the distal tip of the microcatheter. Then, it was decided to withdraw the orbit galaxy and was gently pulling it back. However, shortly after, it was noticed that the embolic coil of the orbit galaxy remained in the microcatheter tip. No detachment was attempted at that time. After that, the entire embolic coil was safely placed in the target lesion using an unspecified coil pusher and the procedure was continued with no further issues. Afterwards the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The vessel was mildly tortuous but the level of calcification was unknown. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15741530 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without the return of the device for analysis, no root cause conclusion can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.